Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga the needle retraction did not work properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the hcp pressed the button several times but the safety mechanism was not activated. After several attempts to press the button, the safety mechanism was eventually activated with the needle successfully retracted. Otherwise, however, there would have been no choice but to pull out the needle manually.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga the needle retraction did not work properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the hcp pressed the button several times but the safety mechanism was not activated. After several attempts to press the button, the safety mechanism was eventually activated with the needle successfully retracted. Otherwise, however, there would have been no choice but to pull out the needle manually.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10